Event description:
The device was returned for annual testing and calibration. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that battery drawer, upper case and one side bail cover were broken. The ring was contaminated.